Manufacturer narrative:
Device was used for treatment, not diagnosis. Implanted in (B)(6) 2013 exact date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date patient complained of pain and the surgeon confirmed via x-ray that there was delayed healing due to a nonunion which caused a broken plate. The patient was originally treated for a distal femur fracture on (B)(6) 2013 (exact date unknown). There was a revision surgery due to the 4.5 mm lcp condylar plate that broke postoperatively, which delayed the healing and a nonunion. The plate was broken between the head and the shaft of the plate. The surgeon explanted the 4.5 mm lcp condylar plate and all screws. The devices will not be returned. This is report 1 of 1 for (B)(4).